Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented to the emergency room after feeling a shock. Upon interrogation of the device, the episode was reviewed and the device successfully converted the arrhythmia even with the over current detection alert that was observed. The device was explanted and replaced due to normal eri.

Manufacturer narrative:
The reported output anomaly could not be confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the output anomaly could not be determined.